Manufacturer narrative:
Results: one sample of the initially reported cat # and lot # (cat # 324911, lot # 6004787) in an open poly bag was return for evaluation. The customer also provided a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 31gx5/16, cat # 328468, lot # 6158676 (this device was not previously reported to bd). Both returned syringes were examined and the sample from lot # 6004787 exhibited the needle through the shield. The sample from lot # 6158676 exhibited a damaged barrel tip and no scale markings printed on the barrel. This sample was tested to determine the shield removal force. The shield removal force was measured as 2.87 lbs., which falls within specifications. A review of the device history record for lot # 6004787 revealed no irregularities during manufacture, except for three quality notifications for missing scale noted during the production; # 200626221 - for missing visual inspection and position of scale on cr printer, # 200626352 - for missing ink permanency and missing sensor challenge at cr printer, and # 200628374 - for missing ink permanency and missing sensor challenge at cr printer. Conclusion: although the returned sample for cat # 324911, lot # 6004787 revealed a needle through the shield, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer was using a 6mm bd insulin syringe to inject her dog and found a syringe with a needle through the its shield. She stuck herself with this needle before using it on her dog. There was no report of medical intervention.